Event description:
The patient underwent full vns replacement surgery. During attempts at product return, it was revealed that the explanted products were discarded.

Event description:
It was reported that high impedance was observed on the patient's vns. The patient was referred for a vns generator replacement surgery due to battery depletion with a possible full revision due to the high impedance. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.